Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate pump and back up syringes for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.